Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or device itself become available.

Event description:
Ous MDR - patient had a syncope episode. No event date was provided.